Event description:
It was reported that the user experienced low blood glucose recorded at 41 mg/dl while using the ilet and expressed dissatisfaction with glucose management after approximately six days of use, with the customer indicating an intent to discontinue and return the pump. The agent tried to provide troubleshooting and education; however, the user was uncooperative. Investigation of this case revealed no confirmed device malfunction and that the cause of hypoglycemia was unclear. It was concluded that no device issue could be confirmed and the event was attributed to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.